Event description:
Strings are missing from the tampons [device physical property issue.] Case narrative: relative reported via phone that their wife's tampons are missing the strings. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings are missing from the tampons [device physical property issue]. Case narrative: relative reported via phone that their wife's tampons are missing the strings. No injury reported.